Event description:
It was reported the ventricular connector is broken. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle connector is broken. Upper and lower cases are broken. Ring cover is contaminated. Two side bail covers are broken/contaminated. Battery release, lead flex cover, heart block, and heart wire contacts are contaminated. Battery drawer has gouge marks. Main printed circuit board is out of electrical specification (battery removal).